Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the computer went to a light gray screen and no further and therefore the hard drive was reimaged and replaced. Analysis also found that the keyboard connector was separated from the cable and the keyboard was also replaced. It was noted that the software was reimaged and reloaded. Concomitant product: product ID r2290, software analyzer. (B)(4).

Event description:
It was reported that the programmer went to a light gray screen and no further. There was no writing present. The programmer was returned for service. It was indicated that there was no patient impact.